Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer experienced difficulty loading a new cartridge due to the push-rod sticking out incorrectly. Reportedly, a cartridge change was performed to resolve the issue. Customer¿s blood glucose level was approximately 200 mg/dl.